Event description:
A customer support specialist reported that an IV extension set leaked after a saline flush on a pt in the labor and delivery unit. The nurse reported that the tubing cracked at the end attached to a pt's IV and the saline leaked after the extension tubing was flushed. She stated the extension set was changed without any problems. There was no pt harm and no medical intervention was required. Customer stated that no additional event or pt information is available.

Manufacturer narrative:
(B)(4). The device has been received and the evaluation is pending. A follow up report will be submitted once the evaluation has been completed.